Manufacturer narrative:
Additional MDR associated with the event: 3025141-2014-00030: screws.

Event description:
A locking radial head plate was implanted; all of the screws were engaged with the plate at the time of implantation. One week after implantation, some of the screws were no longer engaged in the plate and had gone through the plate.